Manufacturer narrative:
P-cap locked in place during testing. Unit powered up properly after battery installation. Unit passed displacement test, self test, active and sleep current measurement tests. Unit was successfully downloaded to thus and pump history was reviewed using adapt. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Unit was tested successfully and during download history review no relevant alarms were noted. Unit was cut open for visual inspection. No moisture damage on electronic assembly or motor assembly. Unit was also received with no physical damage. In summary, customer concern of unexpected battery loss was not confirmed due to unit powered up properly and tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced replace battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed and the customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. Mmt-1715kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.